Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed within the concurrent catheter hub and shaft. There was procedural fluid on the sdw (stent delivery wire) tip. The sdw was returned within the stent introducer sheath. The sdw was severely kinked/bent at the distal end. The introducer sheath tip was found to be manually cut. During a functional inspection, a 0.0160" patency mandrel was attempted to be advanced distally but could not be advanced into the concurrent catheter. The device was immersed in warm water to facilitate mandrel advancement; however, this did not result in any improvement. The catheter was cut directly below the hub and the patency mandrel and inserted distally, the stent exited the hub. The stent was deformed. There was blood/procedural fluid within the catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "mca aneurysm. Prepared to use stent to assist the coil embolization. After placing xt-17, the operator began to deliver the stent and the stent was then stuck at hub of the catheter. The operator withdrew the stent and microcatheter out together, and replaced the stent and microcatheter to continue the procedure." Additional information received indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The stent was returned deployed within the concurrent catheter hub and shaft. There was procedural fluid on the sdw tip. The sdw was severely kinked/bent at the distal end. The introducer sheath tip was found to be manually cut. There was blood/procedural fluid within the catheter shaft. A 0.0160" patency mandrel was attempted the be advanced distally but could not be advanced int he concurrent catheter. The device was submerged in warm water. The mandrel could still not advanced. The catheter was cut directly below the hub and the patency mandrel and inserted distally, the stent exited the hub. The stent was deformed. There was blood/procedural fluid within the catheter shaft. The stent introducer sheath distal tip appeared to be cut which would indicate an issue during transfer of the stent. It is probable that positioning, and/or flush conditions may not have been optimal during the attempt to transfer the stent into the hub of the catheter, causing the stent to deform causing the subsequent friction and premature stent deployment. The as reported 'stent deployed prematurely during transfer' and ¿stent difficult/unable transfer¿ as well as the as analyzed 'stent deployed prematurely during use', 'sdw kinked/bent', 'stent deformed' and 'stent introducer sheath distal tip damaged' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was prematurely deployed during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.